Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported a small tear in the silicone portion of the driveline close to the driveline connector. The area was secured with rescue tape. A clamshell repair was installed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a small tear in the silicone portion of the driveline close to the driveline connector was confirmed through an onsite evaluation by an abbott technical support specialist. A clamshell repair was successfully performed by an abbott technical support specialist on 18aug2022. The patient remains ongoing on heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6). No additional events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06jun2012. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook (phb), rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. These sections warn that damage to the driveline, depending on the degree, may cause the pump to stop and instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4 of the patient handbook also states that if the driveline is damaged, the pump may need to be replaced and should be replaced as soon as possible to prevent serious injury or death. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.